Event description:
Robotic stapler reported to have misfired during surgery. Stapler was able to be withdrawn intact. Manufacturer response for robotic stapler, davinci sureform 60 stapler (per site reporter). Unknown, surgical equipment administrator will submit to manufacturer.